Manufacturer narrative:
Internal file number - (B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported leak near the hub. A search of the complaint handling database was performed and there were similar complaints identified from this lot related to leaking issues. A search of the lot history record for this specific lot indicated no related non-conformance records. Based on an expanded investigation, a product issue related to leakage at the hub was identified. It was determined that the root cause of the event was related to the hub assembly method used during manufacturing. Corrective and preventive actions were implemented and demonstrated to be effective. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that resistance was met with the anatomy during advancement to the heavily calcified, heavily tortuous, superficial femoral artery and the proximal shaft of the 5.0 x 100mm armada 35 dilatation catheter became kinked. A leak was then noted in the proximal shaft. The physician believes the leak was a result of the kinked shaft. Another dilatation catheter was used to complete procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.